Event description:
It was reported that the catheter became stuck on the guidewire. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure it was noted that the image presented as starry. When attempting to remove the catheter from the patient, it was noted that the catheter was stuck on the guidewire. Both the catheter and the guidewire were removed together as a unit. Another similar device was then used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, inspection of media provided by the site showed guidewire stuck and confirmed the reported issue. H3 other text : medie review.

Event description:
It was reported that the catheter became stuck on the guidewire. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure it was noted that the image presented as starry. When attempting to remove the catheter from the patient, it was noted that the catheter was stuck on the guidewire. Both the catheter and the guidewire were removed together as a unit. Another similar device was then used to successfully complete the procedure. There were no patient complications.